Event description:
Head physician of the hospital, reported to our sales rep that a pt came in with pain. During checking the pt, he observed that the gamma3 nail was broken.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.